Manufacturer narrative:
The meter/test strips associated with this complaint has/have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings of "10.2 mmol/l" with the subject meter and an unknown reading on the laboratory device. The tests were performed within 10 minutes of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.